Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia after a failed teflon infusion set with a bent cannula (reported in a separate case), removed the ilet and turned it off, administered manual fast- and long-acting insulin, and subsequently restarted therapy with assistance, including a supply change and software update verification. Symptoms included feeling angry and distressed with a highest reported continuous glucose monitor (cgm) value of 396 mg/dl and current bg of 243 mg/dl. Outcomes included elevated glucose requiring troubleshooting and education, with the user resuming ilet therapy and not reverting to alternative therapy. Investigation included technical support review, guided replacement of the infusion set and cartridge, verification of cgm pairing, and confirmation of successful software update. Investigation of this case revealed user management outside the automated system following a failed infusion set as the precipitating factor for hyperglycemia, with no device malfunction observed after reinitiation; the implicated component was the infusion set/cannula. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set failure and pump being turned off, with blood glucose managed after reactivation of the system.